Manufacturer narrative:
It was reported that there were only 14 of 15 lap sponges in the pack. One lap was missing from the pack. Clinical staff were able to get the 15th lap sponge needed for the procedure from individual item inventory. No injury. The clinical staff identified the discrepancy while preparing for the surgical procedure. Unknown how the patient is doing now, but there was no report of adverse event related to this discrepancy. The issue was identified prior to the procedure and an additional lap sponge was obtained from inventory. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There were only 14 of 15 lap sponges in the pack. One lap was missing from the pack.